Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not provide an occlusion error or alert message. On (B)(6) 2016 the patient suffered a hypoglycemic event and became unconscious. When the patient regained consciousness she experienced symptoms of vomiting and sweating. The blood glucose values obtained were unknown. The patient's caregiver retrieved a glucose drink for the patient. The patient was not hospitalized. It was reported that this was caused by an air bubble in the tubing, and that the infusion device did not alert the patient of an occlusion; therefore she received "a burst of insulin" once the air bubble had cleared. The infusion device was requested to be returned for product evaluation.